Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings and investigation conclusions), h10. Additional information:(B)(6). A getinge field service engineer (fse) evaluated the unit and states that the message that the slow gas leak alarm system was disabled on the pannel. Fse enabled it and checked the functionality of the device and was unable to duplicate the reported failure. Fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check performed by the customer, the cs100 intra-aortic balloon pump (iabp) messaged a slow gas leak alarm system was disabled on the panel. There was no patient involvement.